Manufacturer narrative:
Evaluation results: fse replaced the wash buffer assembly. (B)(4).

Event description:
On (B)(6) 2012, the customer reported that the closed tube aliquotter (cta), on the dxc 600i instrument, had a leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the reservoir leaked at the connector. Fse replaced the wash buffer assembly and this resolved the leak. Fse also replaced the tubing and syringes as a preventive measure. The service activity performed was verified to meet the specified requirements per established procedures.